Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the jw1, jw3, jw4, jw5/mandibular contour with 2 ml of juvéderm® volux¿. The patient experienced a ¿edema and poor interaction with the product¿ on the left side of the jaw. The patient was ¿left with a ball.¿ the patient was treated with hyaluronidase in the jw3 and jw4 10 days post-injection. ¿non-integration¿ product was noted in jw1. The patient improved, but the next week, the patient reported ¿flaccid¿ skin at the injection site. The patient reported that the event ¿became denser, redder, swollen, and it hurt.¿ event is ongoing.